Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was tested further in clinic with provocative maneuvers, however noise was unable to be recreated. Device data was then sent to rhythmcare for review. Data review determined the noise was oversensed by the device in a small segment of the recorded episode. Further review determined there was some atrial undersensing observed. Rhythmcare then provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.